Event description:
It was reported that while attempting to fill the cartridge insulin began leaking out from the bottom of the cartridge. Customer changed cartridge and was able to successfully resume insulin delivery. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.